Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008, whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: recurrent hernia, abdominal pain, omental adhesions, mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated patient codes. H6: updated device codes. H6: updated conclusion codes. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Previous patient codes (2240, 1994, 1695) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: the known medical records span january 23, 2008 through november 25, 2009, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Patient information: medical history: asthma, severe traumatic brain injury, smoker, ­ on (B)(6) 2009: ½ pack per day, prior surgical procedures: gastrostomy tube placement, craniotomy with bilateral ventriculostomies. Implant preoperative complaints: [records prior to 1/23/2008, including origin of abdominal incision leading to incisional hernia, were not provided.] Implant procedure: laparoscopic herniorrhaphy with gore-tex mesh, 15 centimeters by 19 centimeters, lysis of adhesions. Implant: gore® dualmesh® biomaterial (05412882/1dlmc04) 15cm x 19cm. Implant date: on (B)(6) 2008 [hospitalization dates unknown]. Description of hernia being treated: ¿the adhesions were taken down sharply from the incisional hernia as there was omentum noted to be in the hernia sac. There was also significant adhesions in the left upper quadrant as well as the stomach adhesed to the abdominal wall where the patient had previously had a percutaneous endoscopic gastrostomy tube. These were also taken down sharply. Any hemostasis was achieved using clips as needed as well as electrocautery.¿ ¿the fascial defect was then measured externally as well as internally.¿ implant size and fixation: ¿a 15x19 centimeter gore-tex mesh was utilized. Six interrupted sutures of 0 tycron [sic] were placed in the mesh at the inferior and superior poles as well as 2 on the right and 2 on the left. These were then tied and the mesh inserted into the abdomen. The mesh was then positioned with the textured side towards the abdominal wall. A small stab wound was made above the hernia defect and the suture passer inserted. The superior suture was then placed in the suture passer and removed through the abdominal wall as was the second suture. The rest of the sutures were similarly pulled through the abdominal wall, ensuring that the mesh was tight. The sutures were then tied and the subcutaneous tissue and the stab wounds loosened to avoid puckering. The absorbable tacker was then used to place tacks, one tack between each suture. A fourth port was necessary in order to complete the task and this was placed in the right lower quadrant under direct visualization as were the other ports.¿ no post-operative records were provided. Explant preoperative complaints: on (B)(6) 2009: ¿over a year ago started having more bulging at repair site with increasing pain. Did not have clear evidence of recurrence. I thought maybe he was having floppiness of mesh but has had increasing bulging, increasing discomfort and this is interfering with day to day activities.¿ ¿painful increasing bulging of upper abdominal wall from ventral hernia inadequately repaired with ptfe mesh. Current floppiness of ptfe mesh is curtailing daily activities and would like to have repaired.¿ explant procedure: explantation of previous ptfe hernia mesh with right lateral component separation and fascial release with primary fascial repair buttressed with alloderm. Explant date: on (B)(6) 2009 [hospitalization dates unknown]. ¿we carried the dissection down with cautery until the ptfe mesh was encountered and this was freed up from the surrounding tissue sown [sewn] to its sutured points laterally. The sutures were cut and this was then freed up from the fascia, although on the left lateral aspect, it appeared that this was only through a thin layer of fascia or just peritoneum which had resulted in the severely floppy repair, which was very painful for the patient. We freed up the underlying adhesions of omentum and by carefully dissecting with cautery in all directions, we were able to free up the mesh from its attachments as well as the underlying omental attachments. After removal of the ptfe mesh, we created flaps extending laterally on both sides to free up the fascia so that it could be brought together in the midline. After creating adequate flaps in all direction with the assistance of dr. Pittas, we then noted the fascia would not come together but was still quite tense, so dr. Pittas then assisted with lateral release on the left side where the junction between the lateral border of the rectus and the external oblique. This gave us significant amount of laxity that enabled us then to close the midline without excessive tension. This was done in a pants-over-vest fashion with #1 tycron sutures in an interrupted fashion. With this overlay closure of the fascia completed, we then sprayed the wound bed with tisseel to avoid excessive seroma formation. We had obtained an 8 x 16 cm piece of alloderm, which had been presoaked in saline and then sutured this in to the external oblique fascial ledge on the right lateral border across the upper portion of the repair, then the lower portion of the repair and then this was able to be stretched over the midline and sutured to the anterior rectus fascia on the left side of the midline; thus, providing a biologic mesh buttress to the component released [sic]. Following this, I used 3-0 maxon to tack the mid portions of the alloderm to the fascial repair to avoid seroma portion between the fascia and the mesh. It should be noted that the alloderm was sutured in place with 2-0 maxon in a running fashion. The undersurface of the umbilicus was then tacked down to the repair with 3-0 maxon. Two #10 flat jackson-pratt drains were then placed, exited via a separate stab incisions and placed just on either side of the midline since the more lateral portions of the flap creation that were adhering after the tisseel application. These were sutured in place with 3-0 nylon and placed to bulb suction and the subcutaneous tissue was then closed with a running 3-0 polysorb followed by closure of skin with a running subcuticular 4-0 polysorb suture. The patient tolerated the procedure very well and there were no apparent complications. All counts were correct. Blood loss was less than 100 milliliters and the patient was sent to recovery in stable condition.¿ relevant medical information: on (B)(6) 2009: ¿white cell count 16.6 better from 21.6 yesterday after surgery. No sign of infection at present time.¿ on (B)(6) 2009: emergency department: ¿private patient of dr. (B)(6) / wound drainage. Onset two weeks ago with hernia repair with increased drainage, catheter placed yesterday, now with increased drainage and opening is larger.¿ on (B)(6) 2009: removal of jp drain with replacement of new jp drain. ­ using a scalpel, the stitches were removed from the old jp site. The jp was pulled without any complication. New jp was inserted along the same tract. Bulb was replaced and the patient was switched over to drain stitch using 4-0 nylon suture. On (B)(6) 2009: emergency department: ¿open surgical wound, jp drain not working. Ventral hernia repair, had problems with open incision and problems with jp drain. Jp drain will not maintain bulb suction. Drainage is coming out around jp tube. Seen in emergency department on (B)(6) and dr. (B)(6) replaced jp drain at this time.¿ ¿smokes ½ pack per day.¿ ¿opening has gotten slightly larger. Drainage has decreased in last 2 days. Small area of dehiscence around tube site, approximately nickel sized. Scant amount of serosanguinous drainage around tube site and within tube. Jp tube unable to hold suction. No tenderness around site, no erythema, abdomen soft. Dressing placed around tube site in hopes to better seal opening and aid in hold suction.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the mesh. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction. When suturing gore® dualmesh® biomaterial to the host tissue, a bite and spacing ratio of 1:1 in both gore® dualmesh® biomaterial and the host tissue is recommended. The same ratio applies when suturing two pieces of gore® dualmesh® biomaterial together. Follow the curve of the needle when piercing the material and pierce through the full thickness of the material to ensure adequate mechanical strength of the material. Interrupted sutures can provide additional security against recurrence due to suture failure. Mattress suturing can provide additional strength to the suture line. Staples or helical tacks (also known as helical coils) can be used as an alternative to sutures. Staple size and staple or tack spacing should be determined by surgeon preference to provide for adequate tissue fixation and to prevent reherniation.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Previous patient codes (1930, 1994, 2069, 2225, 3191: used for ¿fullness of abdominal wall¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: ¿ the known medical records span (B)(6) 2008 through (B)(6) 2009, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Patient information: medical history: ¿ asthma. ¿ severe traumatic brain injury. ¿ smoker. ­ (B)(6) 2009: ½ pack per day. Prior surgical procedures: ¿ gastrostomy tube placement. ¿ craniotomy with bilateral ventriculostomies. Implant preoperative complaints: [records prior to (B)(6) 2008, including origin of abdominal incision leading to incisional hernia, were not provided]. Implant procedure: laparoscopic herniorrhaphy with gore-tex mesh, 15 centimeters by 19 centimeters, lysis of adhesions. Implant: gore® dualmesh® biomaterial (05412882/1dlmc04) 15cm x 19cm. Implant date: (B)(6) 2008 [hospitalization dates unknown]. ¿ description of hernia being treated: ¿the adhesions were taken down sharply from the incisional hernia as there was omentum noted to be in the hernia sac. There was also significant adhesions in the left upper quadrant as well as the stomach adhesed to the abdominal wall where the patient had previously had a percutaneous endoscopic gastrostomy tube. These were also taken down sharply. Any hemostasis was achieved using clips as needed as well as electrocautery.¿ ¿the fascial defect was then measured externally as well as internally.¿ ¿ implant size and fixation: ¿a 15x19 centimeter gore-tex mesh was utilized. Six interrupted sutures of 0 tycron [sic] were placed in the mesh at the inferior and superior poles as well as 2 on the right and 2 on the left. These were then tied and the mesh inserted into the abdomen. The mesh was then positioned with the textured side towards the abdominal wall. A small stab wound was made above the hernia defect and the suture passer inserted. The superior suture was then placed in the suture passer and removed through the abdominal wall as was the second suture. The rest of the sutures were similarly pulled through the abdominal wall, ensuring that the mesh was tight. The sutures were then tied and the subcutaneous tissue and the stab wounds loosened to avoid puckering. The absorbable tacker was then used to place tacks, one tack between each suture. A fourth port was necessary in order to complete the task and this was placed in the right lower quadrant under direct visualization as were the other ports.¿ ¿ no post-operative records were provided. Explant preoperative complaints: ¿ (B)(6) 2009: ¿over a year ago started having more bulging at repair site with increasing pain. Did not have clear evidence of recurrence. I thought maybe he was having floppiness of mesh but has had increasing bulging, increasing discomfort and this is interfering with day to day activities.¿ ¿painful increasing bulging of upper abdominal wall from ventral hernia inadequately repaired with ptfe mesh. Current floppiness of ptfe mesh is curtailing daily activities and would like to have repaired.¿ explant procedure: explantation of previous ptfe hernia mesh with right lateral component separation and fascial release with primary fascial repair buttressed with alloderm. Explant date: (B)(6) 2009 [hospitalization dates unknown]. ¿ ¿we carried the dissection down with cautery until the ptfe mesh was encountered and this was freed up from the surrounding tissue sown [sewn] to its sutured points laterally. The sutures were cut and this was then freed up from the fascia, although on the left lateral aspect, it appeared that this was only through a thin layer of fascia or just peritoneum which had resulted in the severely floppy repair, which was very painful for the patient. We freed up the underlying adhesions of omentum and by carefully dissecting with cautery in all directions, we were able to free up the mesh from its attachments as well as the underlying omental attachments. After removal of the ptfe mesh, we created flaps extending laterally on both sides to free up the fascia so that it could be brought together in the midline. After creating adequate flaps in all direction with the assistance of dr. (B)(6), we then noted the fascia would not come together but was still quite tense, so dr. (B)(6) then assisted with lateral release on the left side where the junction between the lateral border of the rectus and the external oblique. This gave us significant amount of laxity that enabled us then to close the midline without excessive tension. This was done in a pants-over-vest fashion with #1 tycron sutures in an interrupted fashion. With this overlay closure of the fascia completed, we then sprayed the wound bed with tisseel to avoid excessive seroma formation. We had obtained an 8 x 16 cm piece of alloderm, which had been presoaked in saline and then sutured this in to the external oblique fascial ledge on the right lateral border across the upper portion of the repair, then the lower portion of the repair and then this was able to be stretched over the midline and sutured to the anterior rectus fascia on the left side of the midline; thus, providing a biologic mesh buttress to the component released [sic]. Following this, I used 3-0 maxon to tack the mid portions of the alloderm to the fascial repair to avoid seroma portion between the fascia and the mesh. It should be noted that the alloderm was sutured in place with 2-0 maxon in a running fashion. The undersurface of the umbilicus was then tacked down to the repair with 3-0 maxon. Two #10 flat jackson-pratt drains were then placed, exited via a separate stab incisions and placed just on either side of the midline since the more lateral portions of the flap creation that were adhering after the tisseel application. These were sutured in place with 3-0 nylon and placed to bulb suction and the subcutaneous tissue was then closed with a running 3-0 polysorb followed by closure of skin with a running subcuticular 4-0 polysorb suture. The patient tolerated the procedure very well and there were no apparent complications. All counts were correct. Blood loss was less than 100 milliliters and the patient was sent to recovery in stable condition.¿ relevant medical information: ¿ (B)(6) 2009: ¿white cell count 16.6 better from 21.6 yesterday after surgery. No sign of infection at present time.¿ ¿ (B)(6) 2009: emergency department: ¿private patient of dr. (B)(6) wound drainage. Onset two weeks ago with hernia repair with increased drainage, catheter placed yesterday, now with increased drainage and opening is larger.¿ ¿ (B)(6) 2009: removal of jp drain with replacement of new jp drain. ­ using a scalpel, the stitches were removed from the old jp site. The jp was pulled without any complication. New jp was inserted along the same tract. Bulb was replaced and the patient was switched over to drain stitch using 4-0 nylon suture. ¿ (B)(6) 2009: emergency department: ¿open surgical wound, jp drain not working. Ventral hernia repair, had problems with open incision and problems with jp drain. Jp drain will not maintain bulb suction. Drainage is coming out around jp tube. Seen in emergency department (B)(6) and dr. (B)(6) replaced jp drain at this time.¿ ¿smokes ½ pack per day.¿ ¿opening has gotten slightly larger. Drainage has decreased in last 2 days. Small area of dehiscence around tube site, approximately nickel sized. Scant amount of serosanguinous drainage around tube site and within tube. Jp tube unable to hold suction. No tenderness around site, no erythema, abdomen soft. Dressing placed around tube site in hopes to better seal opening and aid in hold suction.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the mesh. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction. When suturing gore® dualmesh® biomaterial to the host tissue, a bite and spacing ratio of 1:1 in both gore® dualmesh® biomaterial and the host tissue is recommended. The same ratio applies when suturing two pieces of gore® dualmesh® biomaterial together. Follow the curve of the needle when piercing the material and pierce through the full thickness of the material to ensure adequate mechanical strength of the material. Interrupted sutures can provide additional security against recurrence due to suture failure. Mattress suturing can provide additional strength to the suture line. Staples or helical tacks (also known as helical coils) can be used as an alternative to sutures. Staple size and staple or tack spacing should be determined by surgeon preference to provide for adequate tissue fixation and to prevent reherniation.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: [facility ni.] (B)(6) md. History and physical. Had severe traumatic brain injury and had surgical placement of gastrostomy tube, developed ventral incisional hernia at that site which was subsequently repaired laparoscopically with ptfe mesh. Over a year ago started having more bulging at repair site with increasing pain. Did not have clear evidence of recurrence. I thought maybe he was having floppiness of mesh but has had increasing bulging, increasing discomfort and this is interfering with day to day activities. No specific gastrointestinal complaints, no nausea or vomiting. Little bit constipated. Progressing well with traumatic brain injury therapies. Has some chronic deformity of right upper extremity from fractures as well as previous trauma. Nonsmoker, nondrinker. Review of systems: negative except for abdominal pain. History of asthma which has not been active lately. Physical exam: moderately over weight. Abdomen soft, non-tender and super umbilical midline where has wide skin scar and bulge with straining fascial defects felt to be about 10 cm across midline. There is bulging there, no discrete fascial defect consistent with recurrent hernia only this continued bulging from previous hernia. No palpable underlying mass. Impression: painful increasing bulging of upper abdominal wall from ventral hernia inadequately repaired with ptfe mesh. Plan: current floppiness of ptfe mesh is curtailing daily activities and would like to have repaired. I think it is reasonable to consider removal of mesh and doing fascial component separation bilaterally to bring fascia together which should bring muscles together in midline as well and to re-inforce this with biologic mesh buttress. Discussed procedure with him and his mother, and caseworker. Plan to employ dr. (B)(6), plastic surgeon, who is familiar with fascial release technique without having big flaps going either way. I have appraised him of risks of bleeding, bowel injury, infection, especially some difficulty removing previous mesh but I think is acceptable candidate and benefits outweigh risks. (B)(6) 2009: (B)(6). Lab. 06:20: wbc 12.0 h. 16:54: wbc 21.6 h. (B)(6) 2009: (B)(6). [Signature illegible]; (B)(6) pre-anesthesia evaluation. Anesthesia record. History of marijuana abuse. Physical status 2. Weight 200 lbs. (B)(6) 2009: (B)(6). Surgical/procedure record addendum sheet. Implant sticker. Alloderm® regenerative tissue matrix. (B)(6) 2009: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2009 procedure was not provided.] (B)(6) 2009: (B)(6). Lab. Wbc 16.6 h. (B)(6) 2009: (B)(6). Consultation. Doing fairly well since surgery. Denies significant abdominal discomfort or pain. Denies fever or chills. Final impression: status post explantation of previous hernia mesh. White cell count 16.6 better from 21.6 yesterday after surgery. No sign of infection at present time. (B)(6) 2009: (B)(6). Discharge instructions. May shower or sponge bathe tomorrow. Remove dressing and wash incision well and dry thoroughly. Reapply fresh dressing if there is any drainage from incision. May eat usual diet and resume previous medications. No driving until visit your doctor. No strenuous exercise, stretching, or lifting anything over 10 lbs. Until visit your doctor. Call doctor if: incision becomes reddened, swollen or has increased drainage or bleeding. Temperature is over 100°. Have pain that isn't relieved by prescribed pain medication. Excessive drainage. (B)(6) 2009: (B)(6) do. Emergency department visit. Triage: private patient of dr. (B)(6) /wound drainage. Onset two weeks ago with hernia repair with increased drainage, catheter placed yesterday, now with increased drainage and opening is larger. Allergies: latex, penicillin. Doctor notes: private patient seen by dr. (B)(6). Disposition: private patient, remove from ER. (B)(6) 2009: (B)(6) md, resident; (B)(6) , md. Operative report. Preoperative diagnosis: [sic] with leakage rom jp site. Procedure: removal of jp drain with replacement of new jp drain. Postoperative diagnosis: [sic] with leakage from jp site. Assistant: (B)(6) md, resident. Anesthesia use: 10 millimeters of 2% lidocaine. Ebl: negative. Urine output: negligible. Complications: none. Specimen: none. Description of procedure: ¿the patient was prepped and draped in a sterile fashion. Universal precautions were used. Dr. (B)(6) was present throughout the entire procedure. Using a scalpel, the stitches were removed from the old jp site. The jp was pulled without any complication. New jp was inserted along the same tract. Bulb was replaced and the patient was switched over to drain stitch using 4-0 nylon suture. The patient tolerated the procedure well. There were no complication. Dr. (B)(6) was present throughout the entire procedure.¿ (B)(6) 2009: (B)(6). (B)(6) do. (B)(6) np. Emergency department visit. Triage: open surgical wound, jp drain not working. Ventral hernia repair, had problems with open incision and problems with jp drain. Jp drain will not maintain bulb suction. Drainage is coming out around jp tube. Seen in emergency department (B)(6) and dr. (B)(6) replaced jp drain at this time. Surgery history: craniotomy with bilateral ventrics, multiple repairs related to motor vehicle accident. Smokes ½ pack per day. Notes: opening has gotten slightly larger. Drainage has decreased in last 2 days. Denies fever or chills. No nausea or vomiting. Exam: abdomen non-tender, no masses, bowel sounds normal, no distention, no peritoneal signs, midline abdominal incision with jp tube to inferior aspect of incision line, just above umbilicus. Small area of dehiscence around tube site, approximately nickel sized. Scant amount of serosanguinous drainage around tube site and within tube. Jp tube unable to hold suction. No tenderness around site, no erythema, abdomen soft. Dressing placed around tube site in hopes to better seal opening and aid in hold suction. This was minimally helpful. Instructed to return tomorrow or friday during daylight hours to be evaluated by dr. (B)(6). Otherwise, is to follow-up with dr. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008, including origin of abdominal incision leading to incisional hernia, were not provided. Operative records dated (B)(6) 2008 indicate the patient underwent ¿laparoscopic herniorrhaphy with gore-tex mesh, 15 centimeters by 19 centimeters, lysis of adhesions¿ for treatment of an incisional hernia. The records state: ¿a small incision was made at the umbilicus and the veress needle inserted without any difficulty.¿ ¿a 5 millimeter port was placed lateral and inferior to the first port and a 12 millimeter port placed in the left lower quadrant. The adhesions were taken down sharply from the incisional hernia as there was omentum noted to be in the hernia sac. There was also significant adhesions in the left upper quadrant as well as the stomach adhesed to the abdominal wall where the patient had previously had a percutaneous endoscopic gastrostomy tube. These were also taken down sharply. Any hemostasis was achieved using clips as needed as well as electrocautery.¿ the (B)(6) 2008 operative report states: ¿the fascial defect was then measured externally as well as internally and a 15x19 centimeter gore-tex mesh was utilized. Six interrupted sutures of 0 tycron were placed in the mesh at the inferior and superior poles as well as 2 on the right and 2 on the left. These were then tied and the mesh inserted into the abdomen. The mesh was then positioned with the textured side towards the abdominal wall. A small stab wound was made above the hernia defect and the suture passer inserted. The superior suture was then placed in the suture passer and removed through the abdominal wall as was the second suture. The rest of the sutures were similarly pulled through the abdominal wall, ensuring that the mesh was tight. The sutures were then tied and the subcutaneous tissue and the stab wounds loosened to avoid puckering.¿ the (B)(6) 2008 operative report continues: ¿the absorbable tacker was then used to place tacks, one tack between each suture. A fourth port was necessary in order to complete the task and this was placed in the right lower quadrant under direct visualization as were the other ports. Several pictures were taken with the scope after placement of the mesh. Hemostasis was achieved as necessary and the ports were removed and pneumoperitoneum reduced.¿ the records confirm a gore dualmesh® biomaterial (1dlmc04/05412882) was used during the procedure. Records between 1/23/2008 and 10/28/2009 were not provided. Operative records dated (B)(6) 2009 indicate the patient underwent ¿explantation of previous ptfe hernia mesh with right lateral component separation and fascial release with primary fascial repair buttressed with alloderm.¿ postoperative diagnosis is noted as ¿recurrent ventral incisional hernia.¿ the (B)(6) 2009 records state: ¿the patient had a wide, stretched out abdominal wall scar, which we excised in its entirety. We carried the dissection down with cautery until the ptfe mesh was encountered and this was freed up from the surrounding tissue down to its sutured points laterally. The sutures were cut and this was then freed up from the fascia, although on the left lateral aspect, it appeared that this was only through a thin layer of fascia or just peritoneum which had resulted in the severely floppy repair, which was very painful for the patient. We freed up the underlying adhesions of omentum and by carefully dissecting with cautery in all directions, we were able to free up the mesh from its attachments as well as the underlying omental attachments.¿ the (B)(6) 2009 records continue: ¿after removal of the ptfe mesh, we created flaps extending laterally on both sides to free up the fascia so that it could be brought together in the midllne. After creating adequate flaps in all directions with the assistance of dr. Pittas, we then noted the fascia would come together but was still quite tense, so dr. Pittas then assisted with lateral release on the left side right where the junction between the lateral border of the rectus and the external oblique. This gave us significant amount of laxity that enabled us then to close the midllne without excess tension. This was done in a pants-over-vest fashion with #1 tycron sutures in an interrupted fashion. With this overlay closure of the fascia completed, we then sprayed the wound bed with tisseel to avoid excessive seroma formation. We had obtained an 8 x 16 cm piece of alloderm, which had been presoaked in saline and then sutured this in to the external oblique fasclal ledge on the right lateral border across the upper portion of the repair, then the lower portion of the repair and then this was able to be stretched over the midline and sutured to the anterior rectus fascia on the left side of the midline; thus, providing a biologic mesh buttress to the component released ____ [sic].¿ the (B)(6) 2009 records state: ¿following this, I used 3-0 maxon to tack the mid portions of the alloderm to the fascial repair to avoid seroma portion between the fascia and the mesh. It should be noted that the alloderm was sutured in place with 2-0 maxon in a running fashion. The undersurface of the umbilicus was then tacked down to the repair with 3-0 maxon. Two #10 flat jackson-pratt drains were then placed, exited via a separate stab incisions and placed just on either side of the midline since the more lateral portions of the flap creation that were adhering after the tisseel application. These were sutured in place with 3-0 nylon and placed to bulb suction and the subcutaneous tissue was then closed with a running 3-0 polysorb followed by closure of skin with a running subcuticular 4-0 polysorb suture. The patient tolerated the procedure very well and there were no apparent complications.¿ there was no mention of infection in the (B)(6) 2009 operative report. Additionally, a pathology report for the explanted mesh was not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.